Manufacturer narrative:
Concomitant medical products: 4968-35 lead, implanted: (B)(6) 2003; 31003301 tissue valve, implanted: (B)(6) 2003. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was suspected loss of capture. The right ventricular (rv) lead remains in use. No patient complications have been reported as a result of this event.